Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager refrigerator door lock failed to open and was frequently jammed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager kept failing and frequently jammed. A field service engineer (fse) found the station with a smart remote manager (srm) had failed and readjusted the srm panel to the hasp to ensure full engagement with the latch. The srm panel was opened, conductive grease was applied to the latch micro-switches, and stabilant was applied to the latch harness. The customer tested multiple inventory counts with successful results. The system functioned as intended after the field service engineer repaired the device.